Manufacturer narrative:
The tibial base was fractured into two pieces. The tibial base pieces had bone cement attached over the majority of the inferior surface. The bone cement had the impression of the host bone indicating good interdigitation of the cement into the bone. Under magnification, the distal surface of one of the pieces did show a crack running along the edge where the cement groove and pad meet but did not show the crack initiation location due to the minimal amount of surface not covered by cement. Examination of a portion of the fracture surface revealed that fatigue was the fracture mechanism due to the presence of fatigue striations. The other piece was not examined as the entire distal surface was covered by cement. The femoral component had bone cement attached to the entire grit blasted surface. No other remarkable features were seen on the femoral component. The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray.

Event description:
It was reported that a revision surgery was required to the base plate fracturing. The device was implanted in 2009.